Manufacturer narrative:
Concomitant medical products: lnq11 cardiac monitor, implanted (B)(6) 2016, 407645 lead, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with dehiscence at the pocket incision site. The patient's implantable pulse generator system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.